Manufacturer narrative:
Citation: delhaas e.m., van assema d.m.e., fröberg a.c., zwezerijnen b.g.j.c., harhangi b.s., frankema s.p.g., huygen f.j.p.m., van der lugt a. 2020. Isotopic scintigraphy in intrathecal drug delivery failure: a single-institution case series. Neuromodulation 2020; e-pub ahead of print. Doi:10.1111/ner.13275. Date of event: please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8637-20, serial#: unknown, product type: pump. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter: product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8637-20, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: delhaas e.m., van assema d.m.e., fröberg a.c., zwezerijnen b.g.j.c., harhangi b.s., frankema s.p.g., huygen f.j.p.m., van der lugt a. 2020. Isotopic scintigraphy in intrathecal drug delivery failure: a single-institution case series. Neuromodulation 2020; e-pub ahead of print. Doi:10.1111/ner.13275. Summary: retrospective analysis of routinely collected observational data from a case series of patients in the setting of the academic center for pain medicine, departments of radiology and nuclear medicine and neurosurgery. Twenty seven patients participated between january 2014 and january 2019. Thirty-six optimized examinations including standardized pump flow rate with additional spect-CT imaging and a stepwise standardized analysis were performed. A 10 ml mixture of medication and 20 mbq 111in-dtpa was injected into the pump reservoir. Planar and spect-CT images were acquired at 24, 48, and 72 hours (h) after injection and at 96 hours and/or seven days, if needed. All images were reassessed by the first two authors using an optimized procedure. Reported events: a (B)(6) year old female experienced a catheter tip granuloma with catheter obstruction. A catheter replacement was performed. A (B)(6) year old female experienced a pump-catheter disconnection with fluid in the pump pocket. A catheter replacement was performed. A (B)(6) year old female experienced catheter leakage in the pocket. A catheter replacement was performed. A (B)(6) year old female experienced dural leakage. An epidural blood patch was performed. A (B)(6) year old female experienced dural leakage. An epidural blood patch was performed. A (B)(6) year old female experienced dural leakage and fluid in the pocket. An epidural blood patch was performed and fluid was drained from the pocket. A (B)(6) year old female experienced intrathecal catheter leakage. A catheter replacement was performed. A (B)(6) year old male experienced a cerebrospinal fluid obstruction. A catheter replacement was performed. A (B)(6) year old female experienced a cerebrospinal fluid obstruction. A catheter replacement was performed. A (B)(6) year old male experienced a catheter obstruction. A catheter replacement was performed. A (B)(6) year old male experienced a catheter obstruction and catheter leakage in the pocket. A catheter replacement was performed. A (B)(6) year old female experienced a catheter obstruction. A replacement was scheduled but not completed. A (B)(6) year old male experienced a catheter obstruction. A catheter replacement was performed. A (B)(6) year old male experienced a catheter obstruction. A catheter replacement was performed. A (B)(6) year old female experienced a catheter obstruction. The system was explanted and therapy was terminated.